Event description:
Overdelivery reported. The pump was to be set to infuse dobutamine 500mg/250ml at 18-32ml/h. User facility reports: "IV pump programmed wrong. One bag of dobutamine infused from 08/09 1300-1645. Second bag infused from 08/09 1645 to 2015. Third bag infused from 08/09 2015 to 08/10 0230. Fourth bag infused correctly from 08/10 0230 -1000. Dobutamine 250ml bag at 32ml/h would infuse over 7.5 hours." The nature of the programming error was not specified; however, the reporter indicates it may have been a ml/h versus mcg/kg/min dosing error. The pt did not experience any adverse effects. No add'l info was available.